Event description:
The manufacturer received information alleging an evt_battery_not_charging_fault error occurred on a trilogy ev300 international device. There was no patient harm or injury reported with this notification. The device was not reported to be in patient use. The device was returned to a third-party service center; however, the "international device is not repaired in plexus. Device to be shipped back unrepaired with no cost for customer". The manufacturer's investigation is ongoing. A supplemental report will be submitted when the device's investigation is complete.